Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported false upstream occlusion alarms, which were reproduced while running a loaded set. Evaluation found low ultrasonic readings with a fluid filled set. With low ultrasonic readings it would make the pump more sensitive to upstream occlusion alarms. The upstream sensor was replaced.